Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Scratch-right cheek [scratch]. Poked cheek [face injury]. Left a mark-right cheek [macule]. Brushhead came apart in mouth-poked cheek, scratched cheek, left a mark [injury associated with device]. Brushhead came apart in mouth, top part of brush head came apart /brush head came off [device breakage]. Case description: a (B)(6) male consumer reported that the last oral-b dual clean brushheads that he had used from a particular package came apart in his mouth and scratched his cheek (on the outside of his face) when used with an oral-b rechargeable toothbrush, version unknown, leaving a mark on his right cheek. He elaborated that the top part of the brush head came apart. He stated that this had happened twice now where the brush head had come off and poked him in the cheek; he had never experienced this before with these brush heads. He used the brush heads 3 times daily, for 2-3 minutes at a time but had discontinued using them in (B)(6) 2016. The scratch and mark on the consumer's right cheek recovered after 4 days; the case outcome was recovered. No further information was provided.